Manufacturer narrative:
(B)(4). Date sent: 5/19/2021. D4: batch # u93w6a. H6: component code: mechanical (g04). Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the mcm30 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated because the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the hoop spring and the anti-backup lever were found to be out of their intended position, jamming the firing mechanism. There were also nineteen clips found inside the clip track. No conclusion could be reached as to what may have caused the anti-backup to be out of position. The reported event was confirmed. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Caution: ensure that each clip is securely and completely placed around the tissue being ligated." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. FDA statement from 100673625 rev 7: page 10 of 59 (6.5.3).

Event description:
It was reported that during open hepatectomy surgery, after fired, the clip was not closed and fell off. Removed the falling clip and changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.